Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving gablofen with concentration 2000 mcg/ml at a dose rate of 250.1 mcg/day via an implantable pump for multiple sclerosis and intractable spasticity. It was reported that the patient had magnetic resonance imaging (MRI) on (B)(6) 2019. At a pump refill today, the hcp noted a message upon interrogating pump of a potential loss of therapy. The pump logs showed a motor stall on (B)(6) 2019 and stop pump period duration exceeded 48 hours on (B)(6) 2019. At the time of the report, information regarding telemetry state and MRI was reviewed. It was advised that they check the logs again. The hcp then confirmed that the logs showed a motor stall recovery had occurred today ((B)(6) 2020). Troubleshooting had resolved the issue. No symptoms or patient complications was reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare provider (hcp) indicated the patient¿s weight at the time of the event was 132 pounds. No further complications were reported.